Manufacturer narrative:
Correction to manufacture date from 01apr2021 to 01apr2019.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was unable to confirm the reported issue, the customer removed the ups from the building prior to fse arrival. The customer stated the laboratory experienced a power surge prior to the powervar ups failing and noted the lis system also went down. The fse replaced the ups and as a precaution, replaced the moxa box (lis) and updated the 501rp computer. The fse validated the analyzer by running quality control (qc) with results within acceptable range and ran patient samples to confirm results transferred to the 501rp system with success. The hlc-723 g8 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period the most probable cause was due to failure of the powervar ups power supply and lis system.

Event description:
A customer reported the powervar ups for the hlc-723 g8 analyzer started to have constant beeping noise followed by audible popping with visible smoke. There were no flames observed. The customer unplugged the ups from the wall plug and removed from the laboratory. The analyzer is plugged directly into the wall socket and is operating as expected. A field service engineer (fse) was dispatched for further investigation. There was no injury or indication of any patient intervention or adverse health consequences due to the reported event.